Event description:
Dealer is stating that the camber inserts are coming out of the camber tube. No other information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.